Event description:
It has been reported to philips that 12 lead failed. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Previously reported on (B)(4). With MDR# 3003832357-2023-00060. Device investigation was provided on (B)(4). With MDR# 3003832357-2023-00060.